Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; if explanted; give date: not applicable, there is no indication the lens was implanted. (B)(6). Device evaluation: product was not return for the evaluation, the complaint could not be confirmed. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery, the rear haptic of the intraocular lens, model pcb00, got stuck in the shooter. The lens did not come out. However, the haptics/optic contacted the patient's eye. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the complaint product was received on july 21,2020. It was returned in its original packaging. The plunger was observed in partially advanced position. All the components were correctly engaged, no assembly error related to manufacturing process was identified. It could be observed a little amount of lubricating material in the device. The lens was stuck in the cartridge with the leading not folding. The pushrod was observed in a correct position and trailing haptic was in a folding position. Therefore, only the reported issues of stuck in cartridge, and partially delivered were verified. However, due to the condition of the sample returned it is not possible to determine the reported issues are related to the manufacturing process. Based in the analysis the product quality deficiency could not be determined. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.